Manufacturer narrative:
This report is being supplemented to provide correction to b3, b5, h6 finding code and h11 and additional information regarding retesting in b5. The device was evaluation where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that, during reprocessing, the gastrointestional videoscope tested positive for 0.26 colony forming units (cfus) of enterococcus avium, and stenotrophomonas maltophilia. The device was retested on 12 march 2025 found 6 cfu of enterococcus gallinarum, stenotrophomonas maltophilia.

Manufacturer narrative:
The subject device [was/ was not] returned for device investigation. The device evaluation found contamination of the device. There was no report on the subject device being used in procedure after the suggested event was reviewed. The investigation reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified/the following deviation from instructions for use (IFU) was confirmed. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that, during reprocessing, the gastrointestional videoscope tested positive for >1 colony forming units (cfus) of escherichia coli, enterocci or enterobacteriaceae and pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.